Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a routine post-op follow up. Upon interrogation an alert for high, high voltage lead impedance was noted. Dft testing is scheduled.

Event description:
New information received indicates that dft testing was successful and programming changes were made. No complications were reported.